Event description:
A cartridge change error was reported with the pump, and there was no adverse impact on the customer's blood glucose level. The customer attempted several troubleshooting steps provided by technical support, including inspecting and cleaning parts of the pump and attempting to reload the cartridge, but was unsuccessful. As the issue persisted, the situation was escalated to higher technical support, who arranged for a replacement pump to be sent and scheduled a ups pickup for the return of the defective unit. The customer, located in a rehab facility, was informed about using a multiple daily injection (mdi) as backup therapy to ensure continuous insulin delivery and was also instructed on how to handle the malfunctioning pump's return process.